Manufacturer narrative:
(B)(4). The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm during self test. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was able to clear the alarm and able to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.